Manufacturer narrative:
A getinge field service engineer (fse) replaced the front end board. The fse completed pm, all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had broken connectors for the ECG and blood pressure cables. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had broken connectors for the ECG and blood pressure cables. There was no patient involvement, and no adverse event reported.